Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with the screen broken; this condition had the potential to interrupt delivery. This condition was found upon power up. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a broken screen was confirmed during product evaluation. This condition was caused by a faulty display printed circuit board on channel a. Channel a's display was replaced to correct the reported condition. A follow-up report will be filed if any additional details become available.